Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station drawer was not detected on the bus and the center controller board failed. The field service engineer found that the main drawer board was working properly and replaced the center drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a drawer failure. The customer went to another drawer for the critical medication (famotidine), causing a 5 minute delay. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis medstation system, a cubie drawer had failed and prevented the user from accessing medications. The customer mentioned that there was a 5-minutes delay in patient care since users had to go to another drawer for critical medications. The delayed medication was famotidine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not detected on bus due to a faulty center controller board. A field service engineer replaced the center drawer controller board on drawer 3 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.